Event description:
An outside law firm reported that a patient experienced ongoing issues involving the right knee following degenerative joint disease and subsequent surgical intervention. According to clinical documentation, the patient presented on (B)(6) 2021 with chronic right knee pain due to end-stage osteoarthritis, having failed conservative management including multiple injections. A right total knee arthroplasty was recommended. The patient subsequently underwent a right total knee arthroplasty on (B)(6) 2021. Operative records indicate the procedure was completed without intraoperative complications, with proper placement of prosthetic components and stable range of motion achieved intraoperatively. Following surgery, the patient was seen on (B)(6) 2021 after a reported fall, with continued pain but no immediate evidence of surgical failure. At follow-up on (B)(6) 2022, the patient was noted to be recovering fairly well, though she had difficulty attending physical therapy and continued to have weakness. On (B)(6) 2022, the patient reported ongoing knee pain with episodes of instability and falls, with examination noting ligamentous laxity. Additional treatment included a corticosteroid injection to the contralateral (left) knee. At a later follow-up on (B)(6) 2025, the patient presented with worsening right knee symptoms, including medial and lateral laxity. Imaging suggested possible changes at the femoral component, and further evaluation with CT scan was recommended. Clinical findings were consistent with possible loosening of the right knee prosthesis. This report is filed under ais reference: (B)(4).